Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station withybush-edc was not operational. The station had been upgraded to windows 10 on the previous thursday. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not working. A technical support specialist dialed into the station and was unable to switch from the carefusion admin login to the pyxis screen due to a database error stating that a fatal error had occurred with the underlying data source, potentially caused by a network or hardware issue. After logging back into carefusion admin, the tss found that sql server management studio would not open and displayed an error indicating it could not connect to station. Upon reviewing services, the tss identified that the structured query language (sql) services were not running, restarted the structured query language services, and rebooted the station; however, the same database error persisted, logged back into carefusion admin, encrypted a backup of the current database by applying knowledge article - how to create a station database backup, dropped the station database, and performed a repair using knowledge article - proper data sync 2.0 procedure, followed by a resynchronization, which completed successfully. The station became accessible and notified the customer via email to test user login. The system functioned as intended after the technical support specialist troubleshot the device.